Event description:
It was reported that the patient presented in the clinic. Upon interrogation, the right ventricular (rv) lead exhibited noise over-sensing. The device was reprogrammed to avoid over-sensing as the patient is dependent. The lead was then explanted and replaced. The patient was stable throughout.